Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2021-29741, related manufacturer reference number:2017865-2021-29740. It was reported that the patient presented in-clinic for a check-up post implant procedure. Upon review, x-ray revealed that the right atrial lead had dislodged and the right ventricle lead exhibited cardiac perforation. During lead revision procedure on (B)(6) 2021, while the physician attempted to disconnect the leads using a wrench, the silicone head of the pacemaker came off and got stuck on the wrench. The pacemaker was explanted and replaced during the same procedure on (B)(6) 2021. The right atrial and right ventricle leads could not be repositioned and hence both the leads were explanted and replaced during the same procedure on (B)(6) 2021. Patient was stable.